Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿infection in 3 cases¿ and discontinued "textured" device.

Event description:
During a lecture, a healthcare professional reported the following against ¿textured¿ allergan smooth tissue expander devices: ¿rotation/malposition¿, ¿lateral and vertical displacement", ¿complications such as the use of fixed tabs in smooth-type te placement¿, ¿difficulty in removing the drain¿, ¿infection in 3 cases¿, ¿postoperative inflammatory findings¿, and ¿thinning of the skin after expansion in 2 cases¿. The affected sides and device statuses are unknown.